Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under her right and left breast and on her back. The areas were described as irritated and raw with red and black and blue areas. The irritation was the size of the therapy electrodes. It was reported that the patient's doctor prescribed an antibiotic for the irritation. During multiple follow ups, the patient reported that the irritation was persisting. The final medical outcome of the irritation is unknown.